Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as potential adverse events with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to fracture. A spectranetics lld ez lead locking devices (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, significant binding was encountered in the subclavian vein. Switching to a spectranetics 13f tightrail sub-c rotating dilator sheath, progress was made to the superior vena cava (svc). Switching back to the 16f glidelight, advancement was made past the tricuspid and into the rv, but significant binding prevented the glidelight from getting over the distal coil of the lead. Utilizing a spectranetics 13f tightrail rotating dilator sheath (long), progress was made to the tip of the rv lead; however, the lead would not free. When switching back to the 16f glidelight, the lead was pulled back into the sheath, but the patient's blood pressure started to steadily decrease. Rescue efforts began, including pericardiocentesis and sternotomy. An rv perforation was discovered, but despite attempts to repair, the patient did not survive the procedure. This report captures the lld in use when the perforation occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics device in use during the procedure.